Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a catheter broken.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the nurse assistant was about to take the balloon out of its packaging, it was observed that the balloon was broken. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.